Manufacturer narrative:
Intuitive surgical (is) obtained the following additional information regarding this event: the issue caused a delay of less than 15 minutes.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) requested the da vinci product to perform failure analysis. However, as of the date of this report, the instrument has not been received. The probable root cause cannot be determined without the failure analysis of the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the potts scissor instrument had a "blade gap" when it was installed on the robotic arm. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The potts scissors instrument was analyzed and found to have one blade bent at the tip. Bend point is located approximately 0.2 mm from the tip of the blade. Components adjacent to this bent blade do not show damage. The probable root cause of bent blades is attributed to damage during use, as moderate misalignment of tips may result from attempting to grasp either hard tissue/objects or inadvertent collisions with other instruments. Applying excessive force on the instrument tips during handling, insertion, usage (overloading), or removal can also cause bending.